Manufacturer narrative:
(B)(6) one (1) concha smart column (lot# 74f1900795) from 870-35kit was received for investigation. Only the column was returned. Upon receipt, the column was visually examined. There were no signs of abuse, misuse or damage. The device was then functionally tested. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. The returned column was connected to a concha water bottle in the correct position. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit and a lab inventory pressure relief valve connected to a medical gas wall outlet to allow air flow. Using approximately 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level increase into the circuit. The comfort flo circuit tubing was occluded by covering the patient end, allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system. A small amount of air was allowed to escape through the patient end to allow the air pressure to equalize in the system and again, the tubing was occluded. This was repeated multiple times in order to try and replicate the reported complaint of flooding. However, the column was found to be functioning appropriately as the column water level did not rise up to the circuit. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. The circuit flooding was not able to be recreated even at the highest back pressure settings.

Event description:
Customer reported the circuit flooded while the patient was being ventilated. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the circuit flooded while the patient was being ventilated. Additional information was requested, but was not available at the time of this report.